Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the system error 224 alarms which were reproduced. The reported problem was confirmed through the event history log review by observation of multiple system error 224 events as well as multiple ac plugged in/ac unplugged events. No component causality was found. The pump has software version 6.02.06, which is vulnerable to the system error 224 software anomaly. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04715 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 224 in the event history log during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.